Event description:
It was reported that this patient with this dual chamber pacemaker has been exhibiting a gradual rise in right ventricular (rv) pace impedance measurements, most recently, measuring 1800 ohms. This measurement observed is out of range for this rv lead. Threshold and sensing measurements are normal and within range. Technical services was consulted and recommended troubleshooting options. The physician has opted to continue to monitor the lead at this time. The pacemaker system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this patient with this dual chamber pacemaker has been exhibiting a gradual rise in right ventricular (rv) pace impedance measurements, most recently, measuring 1800 ohms. This measurement observed is out of range for this rv lead. Threshold and sensing measurements are normal and within range. Technical services was consulted and recommended troubleshooting options. The physician has opted to continue to monitor the lead at this time. The pacemaker system remains in service. No adverse patient effects were reported. Additional information was received that this pacemaker was explanted and replaced due to normal battery depletion. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.